Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high impedance, and high thresholds. The physician chose to continue to monitor the lead for now and plans to conduct reprogramming if parameter quality declines. No patient complications have been reported as a result of this event. It was further reported that the patient felt symptomatic (lightheaded and unable to speak.) The previous impedance and thresholds issues continued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited rising and high impedance, high thresholds, and a pacing problem. The physician chose to continue to monitor the lead for now and plans to conduct reprogramming if parameter quality declines. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient felt symptomatic (lightheaded and unable to speak.) The previous impedance and thresholds issues continued. No intervention took place and the leads continue to remain in use.